Event description:
The customer reported that the system was underexposing during ap views and that the image quality was poor, rendering the system unusable. An alternate system was required to complete the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. System calibrations were performed. The system was then found to be operating as intended.